Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that at 8:20am her blood glucose was 162 mg/dl. She stated she then went for a walk and at 11:00am her blood glucose was 387 mg/dl. She stated she then noticed that her infusion site was wet. She stated that it had been difficult to insert. She was advised that she may have scar tissue in that area. She stated that when she removed the infusion site, the cannula was bent. She then inserted a new infusion site and she stated it went in fine. She then bolused to lower her blood glucose. She stated she felt "out of it" due to high blood glucose. She was advised to try another insertion site. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation, the product was discarded.